Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the bearings had component damage on the craniotome device. It was further determined that the bearings had fallen apart and was missing the balls and the cage. It was further determined that the device handle was damaged. It was further determined during the pre-repair diagnostics assessment that the device failed for visual assessment (fail - crani handle) and for cutter insertion (fail - ball bearings). It was noted on the service order that the bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.